Event description:
It was reported that the patient underwent a revision on (B)(6) 2012 to change the location of their implantable neurostimulator (ins) as they felt "something bad" at the site. It was determined that the device was rotated 180 degrees. Following the operation, the patient stated that the adaptive stimulation function did not work well. Their physician reprogrammed the patient to 2 volts in the standing position and 1 volt in the lying down position. It was noted that even in the lying position the adaptive stimulation still did not work (remained 2 volts in both positions) and the physician reprogrammed the patient again (lying position to 2 volts). The physician then decided to explant the ins on (B)(6) 2012. Additional information was requested but was not available at the time of this report.

Event description:
Additional information received reported that currently the patient had no problems. The reporter stated that after the revision of the device, the problem of the event was solved.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found that there were no anomalies. The orientation was observed to be functioning properly by changing the position of the ins, and performing the "check position" with the 8840 programmer. The adaptive stimulation mode was tested using the settings from program b1 for each of the five orientations in the ins. The adaptive stimulation mode was found to be functioning properly.